Event description:
It was initially reported that the patient was unable to recharge their implantable neurostimulator (ins) beginning in (B)(6) 2012. An attempt to restart the ins with the recharger did not resolve the issue. It was noted that there was no communication between the patient and/or clinician programmer and the ins. The ins was then explanted. No patient injuries were reported and the outcome was reported as "fine." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), model 37714, serial# (B)(4), was found to be functionally okay, however, the battery has reduced capacity due to being overdischarged. According to the trace report taken from the ins, the device had one overdischarge count. It was last recharged on (B)(4) 2011. It was last used on (B)(4) 2011, and went to the lock mode on (B)(4) 2011. It was not recharged until a physician mode recharge was done during analysis. One full physician mode recharge was needed to restore the telemetry.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.